Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. Review of the examination done on lead revealed that the right ventricular (rv) lead had high capture threshold, rv lead noise and high pacing lead impedance. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.